Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had several motor error and motor position encoder error alarms. Customer¿s blood glucose was 8.4 mmol/l at the time of incident. No troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose or flush drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test due to motor error alarm. Unable to verify motor position encoder error alarm in the alarm history due to history file overwritten with displayable history crc check failed alarms. Displayable history crc check failed alarms due to a corrupted history file.